Event description:
Account reports "the rubber stopper 'popped' off while the x-ray tech was using a power injector to insert dye. The injector was set at 1. This end was taken off and replaced with an interlink prn injection site #2n3399. The dye was injected without further difficulty". No pt injury reported.